Event description:
It was reported that pump displayed power source alert while customer was charging using tandem cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously tried extended charging, so technical support instructed customer to plug adapter into outlet known to work and leave it connected for at least 30 minutes, after which pump began charging successfully.